Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that since implant, the right ventricular (rv) lead exhibited high rv capture thresholds and possible rv loss of capture. It was also reported that the rv lead was undersensing and not sensing. A computerized tomography (CT) scan and an x-ray confirmed that the rv lead was outside the right ventricle. It was also noted that the patient experienced a perforation. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.